Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their implantable neurostimulator was explanted about one year ago. They stated that their problem with multiple sclerosis (ms)was in remission but they were having back pain and thought it may be related to where the ins was placed and causing pain. The pain in their back started about four years after implant. The ins was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.